Event description:
Per the medical records provided, the following was reported: on (B)(6) 2009, the patient was admitted for lumbar pseudoarthrosis. Preoperative history and physical noted the patient had a history of spondylolisthesis with a fusion from l3-l5 which is satisfactory, except for left-sided nonunion. She was noted to have intractable left-sided back pain. Surgical procedure included l4-5 anterior lumbar fusion with a synthes peek intervertebral cage filled with infuse and plating. Operative findings included clear instability at l4-5 on anterior exploration of the fusion. On (B)(6) 2009 the patient was discharged with a prescription for norco 10mg to be taken every 4 hours as needed and oxycontin 10mg to be taken twice daily for two weeks. She was instructed to resume the following home medications: prozac, arthrotec, adderall, klonopin, vitamins, synthroid, vytorin, lamictal, zyprexa, and estradiol. On (B)(6) 2009, the patient underwent a lumbar spine CT which concluded satisfactory appearance of right l3-l5 posterior fusion hardware, no osseous fusion seen at the intervertebral space or posteriorly at l4-5, a question of loosening of the right l4-5 screws, probable solid posterior l3-4 fusion, and moderate to severe osseous foraminal narrowing on the right l4-5 which was noted as similar to the previous exam. Lumbar x-rays note an unchanged 4mm anterolisthesis at l4-5 and mild to moderate degenerative disc disease from t12-l1. On (B)(6) 2009 a lumbar x-ray noted mild disk spurring at the thoracolumbar spine, extensive facet hypertrophy from l2/3 ¿ l5/s1 ¿as before¿. Conclusion of the film included ¿l3-l5 posterior laminectomy and fusion and anterior fusion at l4-5 with no change in alignment and no acute abnormalities¿. On (B)(6) 2009 a lumbar CT was performed and concluded that there was no change in alignment or evidence of hardware complication, incomplete osseous fusion posteriorly at l4-5 remained, anterior bony fusion increased, and persistent degenerative changes and bone graft caused moderate bilateral l4-5 foraminal stenosis. On (B)(6) 2009, the patient underwent a lumbar spine CT and the findings were similar to the previous CT noting incomplete l4-5 posterior fusion, moderate osseous encroachment upon l4-5 foramina bilaterally ¿due to former disk level ridging as well as osseous fusion material¿. Lumbar x-ray noted stable mild anterior subluxation of l4 on l5. On (B)(6) 2009, the patient was admitted to the hospital for lumbar pseudoarthrosis. Pre-operative home medications noted included: arthrotec, lisinopril, estradiol, prozac, simvastatin, lamictal, klonopin, zyprexa, adderall, and synthroid. Physical exam noted lumbosacral tenderness. She underwent an exploration of the lumbar spinal fusion, removal and replacement of synthes segmental posterior lumbar instrumentation at l3, l4, and l5 on the right side (the right l4 screw was not able to be removed, due to hard bone, so the surgeon cut the screw and the old l5 screw appeared to be loose). Both the right and left side from l3-l5 were decorticated and iliac crest bone autograft, mastergraft allograft, infuse was placed. After the procedure, it was noted that the patient experienced decreased sensation on the left lateral foot. Per the surgeon, the numbness was warranted that there was no swelling from surgery and that it would resolve. The patient experienced decreased kidney function postoperatively thought to be caused by an extended period of hypotension. She was discharged on (B)(6) 2009 with instructions to restart her home medications: prozac, adderall, klonopin, vitamins, synthroid, lamictal, zyprexa, estriadol, lisinopril, simvastatin, and calcium carbonate.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.